Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing threshold measurements of 4.5 at 1ms. The patient implanted with this device system reported complaints of syncope. Upon device interrogation, it was noted that the lead safety switch (lss) feature had been activated and the pacing impedance measurement was greater than 2,000 ohms. Ventricular tachy events in the logbook displayed noise. An rv fracture was suspected. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.